Event description:
On (B)(6) 2020, additional information was received from the healthcare professional (hcp). The cause of the empty pump was because the patient transferred care and the pump went dry before they could be seen and evaluated at the hcps office. The empty pump alarm has not been resolved.

Manufacturer narrative:
H6; device codes have been updated to include c63318. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered was unknown. It was reported that the alarm is going off (caller mentions they let it run dry about 3 months ago) and she is wondering if there is any risk of injury from having a dry alarming pump in her body. She went to see one doctor and he told her that they would need to operate take the catheter out. She didn't like his opinion and went back to a different healthcare professional (hcp) and he "went in there," checked everything and when she woke up the doctor said everything was fine. Caller states she plans to have an operation done in 3 weeks. There were no further complications reported/anticipated.